Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during drain 3 / 4. The home patient (hp) reported that she had disconnected in dwell cycle. The technical service representative (tsr) explained the alarm to the hp and assisted to troubleshoot the alarm. The hp would finish with manual bag. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the alarm, the hp stated that she did not figure out what caused the alarm. The hp added that the issue was resolved. The hp stated that she did not notice any loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without any issues. The hp did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) reported that she had disconnected in dwell cycle. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An adc customer reported that on (B)(6) 2010 at 0900 she received erratic readings of 409mg/dl, 69mg/dl and 124mg/dl on her fs lite meter obtained within a ten minute time frame. When plotted on the parkes error grid the readings fell into the "c" zone showing the difference in values is considered clinically significant. Customer further reported that due to the readings she did not take "the correct dosage of insulin" and experienced feeling "shaky, dizzy, weak and (was) sweating" and also "felt low than high" as a result. No third party medical intervention was reported and customer reported self-treating with non prescription medication or food but did not specify the treatment. There was no report of death or permanent impairment associated with this report.